Manufacturer narrative:
Section h4: additional information. Section h10: correction. The previous report mentioned in section h10 that the mpu serial number was not provided however the serial number was provided and reported in section d4 of the previous report. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file recorded a no external power event on (B)(6) 2018 due to momentary loss of power from the mpu that was stated to be caused by the patient¿s nephew unplugging the mpu. The system controller backup battery supplied power to the system during the loss of external power. No other notable events involving the mpu occurred throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The customer reported that the patient has the locking ac power cord for the mpu. Additional information provided indicated that the root cause of the reported event was the patient¿s nephew unplugging the mpu; the mpu was stated to function as intended. The log file did not indicate any issues with the mpu. Heartmate ii patient handbook under section 5, entitled ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use under section 3 ¿powering the system¿ explains how to use the mpu. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Mpu serial number was not provided / UDI for mpu (model# 107754) (B)(4). Approximate age of device - 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced two no external power¿ alarms in (B)(6). The manufacturer's technical service confirmed multiple no external power alarms which were due to the mpu ac power cord coming loose at the mpu or ac wall outlet. The system controller's ebb operated the device at the time of the event. No further information was provide.